Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on (B)(6) 2025. Device performance and/or risk profile are not impacted.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the customer received the following results, with two different meters, within 10 minutes: 25.6 mmol/l (aviva meter sn:(B)(4)) and 5.6 mmol/l (aviva meter sn: unknown). The same vial of test strips was used when testing with both meters. The lot number of the test strips used was not provided. No adverse event reported. Return of the suspect device was requested for evaluation.